Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date:unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the microtainer sst gold/amber had trouble centrifuging because it would not fit. No serious injury medical intervention.